Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a health care provider that this device was associated with a patient infection. Device explant was being considered.